Event description:
It was reported that during a procedure, the small peripheral cutting balloon broke during removal. The lesion being treated was a bifurcation in the proximal anastomose of a fempopbypass, moderately tortuous and 90% stenotic. The cutting balloon was dilated to unknown atms and inflations with a good result. Upon withdrawal, the distal part of the small peripheral cutting balloon separated. A snarekit was used to successfully retrieve the separated part of the balloon. Patient status was reported as 'okay'.